Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q biplane system. During an interventional procedure, the user reported that no c-arm movement was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a component error. The investigation was performed considering complaint description, cs reports, system history and system log files. According to reported complaint the service engineer replaced the stand motor controller and returned the part to the manufacturer for detailed investigation. After the part was replaced the system recovered and the system worked as intended. The log file analysis showed that the system detected different issues with the motor control module (mcm4) and several can bus events during this time slot. The returned mcm4 was examined in detail and showed no issue at the motor controller. In the opinion of the technical experts the issue may have been caused by a disturbance at the can busses which lead to such behavior of the motor controller. A general systematic error has not been identified. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. The occurrence rate is below the defined threshold, therefore no further corrective action is to be considered. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.